Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure test and clear passage test was performed with no issues were noted. Priming was also performed, and no issues were noted. Dimensional testing was performed at the male luer and was according to specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had disconnected. It was further reported that the set was used for saline rinse back-up for zosyn infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.